Event description:
The pt's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, and other (not further specified).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary frequency, recurrent urinary incontinence, post micturition dribble, gastroparesis and spastic colon, chronic diarrhea, incomplete bladder emptying, urinary urgency, neurogenic bladder, stress incontinence, bladder contractions, wears up to six pads per day, nocturia, dyspareunia, detrusor overactivity, implantation of stage one and two interstim ((B)(6) 2011), intravesical botox injections (x2), urinary hesitancy, vaginal pressure, burning with urination, pelvic pain, hematuria, urinary tract infection and urge incontinence. The patient alleged she experienced painful intercourse and bowel problems.